Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and customer alleged insulin pump was under delivering. Blood glucose reading was 497 mg/dl. Customer also reported that act button was not working while doing troubleshooting for high blood glucose. The customer was treated with insulin shots. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with intermittent esc button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at battery tube threads. Device received with minor scratched display window and case.